Manufacturer narrative:
Additional information: e1(event site postal code-722102, event site state-west bengal) corrected fields: d4(version or model#,catalog #,unique identifier (UDI) #). It was reported that the device the cs300 intra-aortic balloon pump (iabp) during iabp installation found error, and error is electrical test fails code# 54,.electrical test fails code#58, electrical test fail code#50. Getinge field service engineer (fse) replaced spare parts solenoid drive pcb and motor control pcb. All tests passed to factory specifications there was no patient involvement the equipment was cleared for customer use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that out of the box, the cs300 intra-aortic balloon pump (iabp) unit failed electrical test #54, #50, #58. There was no patient involvement.